Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an individual with an implantable neurostimulator 97715 intellis adaptivestim pain experienced unwanted stimulation at an area, increased pain at a specific area of the low back, around the lumbar incision, as the stimulator strength was increased. The pain lessened as the stimulation amplitude was decreased, but chronic pain was not adequately relieved at lower stimulation intensity. This occurred with stimulation programmed on either lead or any of the contacts. The individual continued to use the stimulator at a low intensity, which did not sufficiently alleviate chronic pain. Impedances were checked and found to be normal, and an x-ray was performed, confirming that the leads had not moved. The issue was ongoing and no replacement products were required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.